Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation reported symptom, "bad keypad" which was experienced as an intermittent keypad response of the #6 key during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced through replacement of the rear case. (B)(4).

Event description:
It was reported that a spectrum pump had a "bad keybad", which was clarified during baxter's evaluation as an intermittent keypad response. Any patient involvement, injury or medical intervention is unknown.